Event description:
--

Event description:
Boston scientific crm received information that this pacemaker had reached end of life (eol) battery status. It was alleged the battery had depleted prematurely. The device was explanted and replaced. No adverse patient effects were observed.

Manufacturer narrative:
It is unknown whether the device will be returned for analysis. This report will be updated and resubmitted if additional information becomes available.

Event description:
--

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. The battery status was elective replacement time (ert). To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range based on the programmed parameters. Analysis found the device observed device longevity was impacted by an increased atrial pacing output. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.